Event description:
Additional information received reported the patient do not have concerns with their device or therapy. It was noted that the patient have first appointment with new healthcare provider scheduled for 5/13.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 889-28, lot# va05ngv, implanted: (B)(6) 2013, product type: lead.

Event description:
It was reported that sometime around (B)(6) 2013, the patient was in the hospital and was not sure if the hospital stay was due to the implantable neurostimulator (ins) or not. The patient had a bladder infection and also started with a return of symptoms. It was noted that the patient was also supposed to have their follow-up appointment with their health care provider (hcp) but the hcp didn¿t make it to the appointment. The return of symptoms had been gradual over time but was between (B)(6) 2013. It was reported that the patient had had to self-catheterize 6 to 8 times per day and was wearing depends every night and the patient was filling the hat to 300 which was a lot.